Manufacturer narrative:
Additional information received indicated that the customer was "doing better". The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was impacted; however, the bg levels during the past occlusions had not been reported. The customer changed the supplies to the pump multiple times. As the supplies had been changed and the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.